Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 266 mg/dl and a bolus via the pump was delivered to address the bg level. The customer had not corrected for a meal as quickly as normally and the bg level elevated. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.